Event description:
The following was provided to cook from FDA via medwatch mw5101875 regarding a cook hemospray endoscopic hemostat: "hemospray endoscopic hemostat was applied to multiple gastric and duodenal ulcers. Prior to this, the patient's eosinophils were 3% and rose to 9% and 10%, respectively, and then returned to normal range (5% and 3%, respectively). The patient's lymphocytes were low (4%) and increased markedly to 17% (still low). Lymphocytes have gradually decreased. The naranjo probability score was 2-3 (which indicates a possible adverse drug reaction)." Additional information received on 23-june-2021 states that the patient had an active gi (gastrointestinal) bleed prior to administration of the hemospray, not caused by hemospray. The user facility is reporting changes in the patient¿s eosinophil count following hemospray administration. The user facility states that this is a possible adr (adverse drug reaction) due to the active ingredient in hemospray. The user facility did not find literature reports or a pharmacologic basis that existed for this association. Additional information received on 29-june-2021 states that other medications that the patient received prior to the event are unknown, but exposures were stable for days leading up to the use of hemospray. One day had elapsed from hemospray application to the elevated lab levels. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient experienced elevated eosinophils and lymphocytes after the use of hemospray.

Manufacturer narrative:
Information regarding suspect medical device section. Common device name: hemostatic device for endoscopic gastrointestinal use product code: qau. Information regarding PMA/510(k): k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a definitive cause for the reported observation could not be determined. A device failure was not reported. The cause of the increased eosinophils and lymphocytes is unknown. The instructions for use states, "hemospray is inert and non-toxic." The instructions for use also includes the following potential complications: "those associated with gastrointestinal endoscopy include, but are not limited to: perforation, hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest." Prior to distribution, all hemospray endoscopic hemostat devices subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Information regarding suspect medical device: common device name: hemostatic device for endoscopic gastrointestinal use; product code: qau. Information regarding PMA/510(k): k200972. The investigation is on-going. A follow-up emdr will be provided following completion of the investigation.

Event description:
The following was provided to cook from FDA via medwatch mw5101875 regarding a cook hemospray endoscopic hemostat: "hemospray endoscopic hemostat was applied to multiple gastric and duodenal ulcers. Prior to this, the patient's eosinophils were 3% and rose to 9% and 10%, respectively, and then returned to normal range (5% and 3%, respectively). The patient's lymphocytes were low (4%) and increased markedly to 17% (still low). Lymphocytes have gradually decreased. The naranjo probability score was 2-3 (which indicates a possible adverse drug reaction)." Additional information received on 23-june-2021 states that the patient had an active gi (gastrointestinal) bleed prior to administration of the hemospray, not caused by hemospray. The user facility is reporting changes in the patient¿s eosinophil count following hemospray administration. The user facility states that this is a possible adr (adverse drug reaction) due to the active ingredient in hemospray. The user facility did not find literature reports or a pharmacologic basis that existed for this association. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient experienced elevated eosinophils and lymphocytes after the use of hemospray.